Event description:
It was reported that this pacemaker suspected of exhibiting premature battery depletion (pbd). During routine follow-up, it was discovered that the longevity estimate had decreased from 2.5 years to 12 months within the course of 6 months. The power consumption was listed as 148% compared to standard. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted and replaced with a non-boston scientific product. The product is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker suspected of exhibiting premature battery depletion (pbd). During routine follow-up, it was discovered that the longevity estimate had decreased from 2.5 years to 12 months within the course of 6 months. The power consumption was listed as 148% compared to standard. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker suspected of exhibiting premature battery depletion (pbd). During routine follow-up, it was discovered that the longevity estimate had decreased from 2.5 years to 12 months within the course of 6 months. The power consumption was listed as 148% compared to standard. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted and replaced with a non-boston scientific product. The product is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.